Event description:
It was reported that a dell handheld computer's screen was cracked and would not power on. It is unknown how the screen became cracked. Good faith attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.